Manufacturer narrative:
Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 05-nov-2003, UDI #: (B)(4), implant date: (B)(6) 2001. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient's device was separated as revealed through x-ray. Additional information was received from the healthcare provider (hcp) via a manufacturer's representative on (B)(4) 2019. It was reported that the patient noticed an increase in pain and had less pain control beginning 2 weeks prior to the date of the report. The patient had fallen shortly before noticing these symptoms. A CT scan of the lumbar spine without contrast and a catheter access study were performed on (B)(6) 2019. The CT scan identified mild levoscoliosis of the lumbar spine which was considered stable. Grade 1 anterolisthesis of l3 on l4 and l4 on l5 was identified which was considered stable. Multilevel degenerative changes were noted and were most pronounced at l2-l3 where there was severe spinal stenosis. It was also noted that there was a discontinuity of the catheter of the patient's spinal stimulator. It entered at the l1 - l2 level posteriorly but was discontinuous with a fragment of the catheter located at l4-l5 in the extradural space. The issue was not considered resolved at the time of the report. Surgical intervention had not occurred, but was planned. The surgical intervention was not yet scheduled. The patient was receiving morphine at an unknown concentration and dosage. The patient's status was listed as "alive-no injury". No further complications were reported.